Event description:
It was reported to philips that system could not be turned on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system could not be turned on. Upon troubleshooting the hard disk was replaced with a new spare part, and the ghost image of the system was reloaded. After restarting, the system functioned properly. However, after a prolonged shutdown, the system unfortunately failed to turn on again, and the host pc could not switch on automatically. The fse identified that the host pc was the source of this issue. The cause of the host pc failure could not be determined by the supplier's part analysis. To resolve the issue, the fse replaced the host pc, reinstalled the old hard disk, reloaded the system's ghost image, and installed the license. After host pc replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.